Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the distal tip has been distorted and pulled out from the distal sleeve head. There is a lead removal wire in the distal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were rising thresholds on the lead. The lead was explanted. No patient complications have been reported as a result of this event.